Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. This malfunction occurred in (B)(6). Concomitant products: nexgen complete knee solution lps-flex prolong highly crosslinked polyethylene articular surface catalog number: 00596203012 lot number: 63391665. Nexgen complete knee solution lps-flex femoral prolong catalog number: 00596401452 lot number: 63403724. Nexgen complete knee tibial component stemmed precoat catalog number: 00598003701 lot number: 63445264.

Event description:
It was reported the dovetail of the articular surface was unable to be locked into the tibial tray with the articular surface gun. Surgery was completed with another device. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed that the dovetail feature was deformed, which can occur if the articular surface is not correctly placed and oriented before placing it into the tibial plate using the inserter instrument; one side is compressed, a few minor scratches were found on the part. Device history record (DHR was reviewed and no discrepancies were found. Investigation results concluded that based on the dovetail compression noted on the returned device, the root cause can be determined as user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.